Manufacturer narrative:
Conclusion code: this event occurred after the removal of skin sutures used to approximate the wound during the healing process. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of seven medwatch reports being submitted as seven separate events were reported. See 2210968-2009-01250, 2210968-2009-01251, 2210968-2009-01253, 2210968-2009-01254, 2210968-2009-01255, 2210968-2009-01256 for all associated medwatch reports. The same patient is represented in each medwatch.

Event description:
Consumer reported that she underwent a wound dehiscence repair in 2009. The sutures were removed 3 weeks later. The surgical site dehisced following removal of the skin sutures. Action taken to address this dehiscence is not known.